Manufacturer narrative:
(B)(4): the customer reported that the device would not fully power up. There was no report of patient involvement. Philips evaluated the device and confirmed the failure. Philips resolved this failure by replacing the processor pca.

Event description:
The customer reported that the device would not fully power up. There was no report of patient involvement.